Event description:
It was reported that the customer was hospitalized for hypoglycemia and low blood glucose of 26 mg/dl. The insulin pump was disconnected and placed on suspend. The drive support cap was recessed, the settings in the device were correct. The daily totals showed less on the date of the even than for other days. The reservoir was removed from the insulin pump in the emergency room. The customer stated the morning of the event they filled the reservoir with 120 units of insulin, but suspended the device for 6 hours for work out and to mow the yard. 18 units of insulin were missing. They took the reservoir out of the insulin pump and when finished working out, they put the reservoir back into the device. The customer had high blood glucose, bloused, blood glucose decreased to 109 mg/dl, ate dinner, bloused again, and the blood glucose continued dropping. The customer's blood glucose at the time of the phone call was 304 mg/dl. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.